Event description:
The complainant reported that an implant and abutment were placed in a female pt on (B)(6) 2010, at (B)(6). The clinician stated that the abutment fractured during normal function on (B)(6) 2011. The abutment was successfully removed from the pt on (B)(6) 2011. The clinician cut into the crown and used a ratchet to aid in the successful removal of the abutment screw and abutment. No abutment fragments remained in the pt after the abutment was removed. The implant remained visible in the pt. In addition, the complainant reported that there were adverse effects to the pt as a result of this reported failure.

Manufacturer narrative:
The zi abutment was returned for eval. The lower portion of the abutment was intact and did not exhibit any defects or fractures. Microscopic analysis revealed reduction of the wall thickness on one side of the abutment, with a portion of the wall missing from the abutment. Modification to the wall thickness can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected; therefore, the root cause could potentially be attributed to operational context. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).